Event description:
Caller reported that they received an error 3 reading for their morning reading. Based on how they felt, the caller gave self insulin. Later that night, the caller tested again with a reading of error 3 and felt as if they were experiencing insulin shock. Customer took glucose tablets and began to feel better. Customer tested again and received a reading of 122 mg/dl with the freestyle. Customer was unable to complete control solution test as they did not have solution available.